Event description:
The following has been reported: biomed reported: "screen freezes before infusion begins". Injury/adverse reaction: no. Infusion stoppage: yes. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touch screen input failure. The customer report mentioned the lcd would freeze as they tried to insert a cassette. During testing, it was found the lcd was registering ghost inputs. The bottom left corner of the screen would press itself and open the corresponding menu. An active input reading prevents other touch inputs from registering on other parts of the screen. No physical damage or fault was identified internally, but the bag hook on the side of the pump has broken off.